Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08150. It was reported that the patient presented with failure to capture on the right ventricular lead in (B)(6) 2020. The chest x-ray of standing position confirmed the device pocket was lowered, and the lead was pulled along with it. Micro dislodgement was suspected. On (B)(6), reoperation was performed for a lead replacement. The physician was able to retract the helix, but since the helix could not be extended again, the lead was removed, and new lead was applied to complete the reoperation. The physician suspected that since the patient was obese, the device pocket part fell off.